Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed, de novo lesion, in the left circumflex coronary artery. The 2.5x15mm traveler rx balloon dilatation catheter (bdc) was advanced. Resistance was felt with the anatomy during advancement and during the first inflation to 8 atmospheres, the balloon ruptured. Resistance was felt with the anatomy during removal. The bdc was removed by hand and the procedure was successfully completed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.